Event description:
The device was used during a hemicolectomy procedure. Reportedly, the instrument did not cut and the staples did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.